Event description:
An aneurx stent graft system was inserted into a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. The aortic neck was 35 mm long and its diameter varied from 17 mm to 26 mm to 22 mm. The common iliac arteries were small at 8 mm to 10 mm in diameter. It was reported that the aneurx device was inserted through the left femoral artery (MFR# 2953200-2009-01376); however, the device could not be advanced due to a shelf of calcium that was not recognized before the procedure. The physician elected to remove the device and tried to insert a 16 fr. Sheath; however, the sheath would not advance either. Insertion of the aneurx device was then attempted from the right side; however, the device would not advance again and ended up kinking. The device was removed and a shorter aneurx device (MFR# 2953200-2009-01377) was selected and was able to advance from the right side and deployed; however, the physician was unable to cannulate the gate and could not snare the gate after going up and over the aortic bifurcation. The physician elected to convert the device to an aorto-uni-iliac (aui) by placing aortic cuffs in the flow divider. The first cuff was implanted, and when the package of an aneurx 24 mm cuff was opened, the delivery system handle was found to have been broken. The case was successfully completed with a 28 aneurx mm cuff followed by a fem-fem bypass. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: (broken handle). The device has been received by medtronic, and the analysis has been completed. The device was clean. The stent graft was still loaded in place. The slider handled was snapped open. There was clear damage at the back end. The screw gear was broken; one half was displaced and the other half was cracked. The hypotube was bent. The complaint was confirmed. The slider handle, hypotube, and screw gear were found to be damaged. Damage must have been the result of forceful impact; however, the source of the impact or the cause has not been determined. The damage might have occurred during shipping or transport, but it could not be confirmed.